Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl/medial meniscal repair procedure the surgeon used a total of 7 ar-4500, meniscal cinch, devices. Four of the seven devices were found to be missing the second implant. The first implants were all left in the patient. The devices were from facility inventory. The inserter devices with the missing second implants were all discarded in the sharps container and are not available to return for evaluation. The repair was completed using an additional cinch. All four that had issue during this procedure were from the same lot # 10688554.